Event description:
Information was received from a sales representative and product manager in 2005 and five days later, concerning a "healthy" female patient chronic abdominal pain and severe abdominal adhesions who in 2005 underwent exploratory abdominal surgery with adhesiolysis. It was reported that "a whole box if seprafilm" was placed in the abdomen. The next day the patient developed a fluid collection in the abdomen with "extensive fluid built up." On an unspecified date the patient also developed a lot of vaginal fluid discharge, abdominal swelling, in low grade fever. Sweaty palms, and an ileus. In addition, the patient's vaginal/vulvar areas and knees were swollen. At the time of this report, the patient had not yet recovered. With respect to medwatch evaluation/conclusion: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review.